Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 600 mg/dl with trace to moderate ketones and was treated with bolus and manual injections. System check with tandem technical support was unable to identify a root cause of the occlusion alarm. Supply changes were performed resolving the occlusions.